Manufacturer narrative:
Model: ult8.5-38-40-p-6s-hirata-110184. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent ultrathane biliary drainage catheter placement on (B)(6) 2017 for drainage of a hip abscess. The patient attempted to change position on (B)(6) 2017 and placed their hands on the catheter resulting in the hub separating from the catheter. Gauze was placed on the device upon separation. Decreased drainage volume was noted on (B)(6) 2017. The catheter was subsequently removed and a new catheter placed. No unintended device sections remained within the patient. No further event or patient information was provided. The device was returned to the manufacturer for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub had separated from the catheter. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be use error. The catheter was placed in the patient for hip joint abscess drainage. The patient stood up with her/his hand put on the catheter when changing a body position resulting in separation of the catheter from the hub. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.